Event description:
Clinical study. 410 days after a coronary artery drug eluting stenting procedure, the patient underwent a target bessel reintervention (tvr) of the 1st diagnoal artery. The index procedure treated one target lesion. Target lesion 1 was a 2.75 mm vessel diameter, 95% stenosed region of the 1st diagnoal artery. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x32mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The patient was released from the hospital one day post index procedure receiving plavix, lipitor and asa. The site reported that the patient underwent a tvr of the 1st diagonal artry to alleviate diffuse in-stent restenosis 410 days post index procedure. The physician treated the target vessel by performing plain old balloon angioplasty (poba). The patient was discharged from the hospital one day post tvr.

Event description:
It was further reported that the target lesion was 30.0 mm in length. The taxus stent was deployed with some difficulty with residual stenosis of 0%. There was some intimal disruption just proximal to the stent which improved after angioplasty to the area. It was noted that the pt should return for angioplasty to the lcx in a serial manner. Of note, the pt had bare metal stent placement to the lcx following a stress test that suggested antero-lateral ischemia, 25 days post index procedure. The pt underwent ptca to the lcx and stent placement in the lm following a positive stress test, 153 days post index procedure. Angiography at that time revealed severe stenosis at the bifurcation of the lad and st diag. The pt also underwent repeat interventions to the lcx in oct/2004 and mar/2005. The pt presented 410 days post arrive enrollment for a stress echocardiogram and follow-up. Stress test was positive for inducible ischemia. Cardiac catherization revealed that the lmca was normal, the svg to lcx was occluded, the svg to rca was free of disease, the lima was patent, and subtotal stenosis of the diagonal to the stent, and patent obtuse marginal stent. The rca had proximal subtotal stenosis, 50% stenosis before the bifurcation of the posterior ventricular branch and pda. Angioplasty was performed to the st diagonal branch, 410 days post index procedure. The pt was discharged on asa and plavix. In the opinion of the dr there was a probable relationship between the taxus stent and the tvr.